Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6 a visual inspection was carried out on the three returned screws. All three screws have fractures where the screw heads meet the shafts. The screw tips and screw heads show damage as well. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00196, 0001032347-2021-00197. Concomitant medical products: item# 95-6105; lot# 254210, item# 95-6105; lot# 254210. The hospital name given was: (B)(6) medical center; however, there was no accompanying mailing address. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that the product broke during surgery approximately two (2) years and six (6) months ago. Attempts have been made and no further information has been provided.